Manufacturer narrative:
(B)(4).

Event description:
Patent used case (product specialist ). Customer was using the hs1 on a patient and the device did not administer a shock, sn (B)(4), battery install before date: 2023-12, lot 76303p. Pads exp date: 08-2021, lot y020719-05.